Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's grandmother reported via phone call that the customer had experienced high blood glucose up to the 600 mg/dl range, high ketones and low blood glucose down to 48 mg/dl. It was stated that the customer would deliver a bolus at lunch time and would still have active insulin at dinner. They called back after reviewing the insulin pump reports and it was found that they are using blood glucose readings older than 12 minutes when programming the bolus. It was advised that not using recent readings can cause low or blood glucose levels. It was also advised to talked to the doctor about trying a different infusion set type.